Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, tortuous, mid right coronary artery (rca), the lesion was predilated and the xience xpedition stent delivery system (sds) was being advanced in the anatomy against some resistance when the stent became dislodged in the vessel. The sds was removed and the stent implant was snared and removed without issue. The same balloon dilatation catheter was used for additional dilatation and a non-abbott sds was advanced and deployed in the lesion. It was noted that the stent was a shorter length and a non-specified abbott bare metal stent (bms) was used to cover the remainder of the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Failure to advance/cross the lesion could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality deficiency.